Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test along with the unexpected restart error, rewind, basic occlusion, and displacement tests. No motor error alarms were noted. However, the unit was unable to prime during the prime/comrpomised force sensor system test due to a faulty force sensor resistor. The unit was unable to perform the excessive no delivery test due to the prime anomaly. The motor was tested outside of the device and passed. The following physical damage was noted: cracked casing at the display window corners, cracked casing at the reservoir tube window corners, cracked casing at the lcd window, broken reservoir tube lip, and broken battery tube threads.

Event description:
The customer reported via phone call that her insulin pump alarmed with repeated motor errors. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The customer was able to rewind and prime with the device without issue. Additionally, the customer mentioned that she had dropped the insulin pump on accident and cracked the casing by the lcd screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.